Event description:
During induction of anesthesia for appendectomy IV set malfunctioned. Outflow valve in the flush chamber was defective - had two balls instead of one. IV got completely occluded at the valve after flushing initial part of medications. The tubing had to be disconnected and IV was flushed manually. IV access is critical during induction of anesthesia. Occlusion of the IV tubing during induction of anesthesia can lead to the recall/aspiration/laryngospasm/hypoxia/hemodynamic instability. Patient required rapid sequence induction. Delayed administration of paralytic could have resulted in aspiration/hypoxia.